Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) in (B)(6). A red alert for out-of-range (oor) high right ventricular pacing lead impedance was detected on (B)(6) 2013. No other information is available. Additional information states that this rv lead was explanted on (B)(6) 2013 due to an unknown product performance issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).